Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 02/18/2022, it was reported by an arthrex employee via sems that an ar-3638ds fibertak disposables straight kit had an issue. The drill was inserted through the drill guide. The guide and drill fused together and could not be removed. It occurred twice during a procedure on (B)(6) 2022. A new product was used and the case was completed with no impact to the patient.